Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.

Event description:
On 6/6/2023,senseonics was made aware of an incident where user complaints that since the first day of insertion user was not able to see her glucose values, three dashes are displayed,which led to sensor removal.